Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced ongoing blood glucose (bg) levels of approximately 470 mg/dl and a moderate ketone level considered dangerous by healthcare professional; cause was unknown. Bg was addressed via manual injections, and supply changes. The customer was instructed to consult with healthcare provider regarding bg level.